Event description:
The customer reported an incident involving a patient planned for radiotherapy treatments to both the right and left lung. The therapist completed treatment on the left lung and proceeded to set up for the right lung treatment, but failed to move the patient from the left lung isocenter. The patient subsequently received 72 monitor units to the left lung via the right lung anterior oblique field. The therapist immediately stopped the treatment upon realizing the error. The physicist determined that although the tumor had been treated with an incorrect field size, no overdose was administered to vital organs.

Manufacturer narrative:
This is a case of user error; therefore, evaluation of the device was not required. At the time co received this complaint, co analyzed it and concluded that there had been no serious injury or device malfunction. We applied the definition of a serious injury as defined in 21 cfr 803.3(z) (bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation overdose or underdose amongst radiation therapy professionals. For that reason, we did not submit an MDR previously. However, co is now reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.